Event description:
It was reported that during a laparoscopic right donor nephrectomy procedure, the stapler misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Overall the issue with the patient was not related to the stapler. The surgeon put a small hole in the small intestine and the colon which lead to the patient deteriorating. The stapler was loaded with the incorrect load. A 45mm was placed in a 60 gun and the surgeon thought the device had failed, when in fact it was loaded with the wrong reload. The ec60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Additional followup: can you please clarify deteriorating? Pt is now fine and out of hospital. What was the reason for the small hole? This is not related to the device function. This was not related to our device. This was an error with another device that caused the hole. How is the patient currently? Is the patient expected to have a full recovery? Yes. Was the cartridge returned the same one used in the case? From what I was informed. Why do you believe that a 45 was loaded into a 60mm, our records indicate that we received a 60mm cartridge in the device? Unsure of this answer - I believe they made the mistake and then tried to rectify it. They may have returned the product that fired correctly? I am unsure. Are these the doctors comments? "Overall the issue with the patient was 'not related to the stapler'. The surgeon put a small hole in the small intestine and the colon which lead to the patient deteriorating. The stapler was loaded with the incorrect load. A 45mm was placed in a 60 gun and the surgeon thought the device had failed, when in fact it was loaded with the wrong reload." The doctor commented that, "not related to the stapler". Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.